Manufacturer narrative:
Batch review performed on 25 september 2017. Lot 101905: (B)(4) items manufactured and released on 26 july 2010. Expiration date: 2015-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the steam, head and liner. The surgery was completed successfully.